Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with pelvic organ prolapse and abnormal uterine bleeding. She was implanted with a polyform device for posterior repair on (B)(6) 2011. As reported by the patient's attorney, the patient underwent polyform mesh revision on (B)(6) 2012 due to suture erosion from prior sacrohysteropexy. Boston scientific has been unable to obtain additional information regarding the event to date.